Event description:
It was reported the patient was never able to get the device adjusted to help the patient¿s pain in the correct area of his body since the scs implant. It was noted that the day of surgery, the manufacturer representative (rep) tried to program the device and was not successful. It was noted that the patient had ¿every rep in pennsylvania try to program him and even a rep from tennessee tried¿ and stated ¿something was wrong with it¿ and ¿something was way off.¿ it was noted the rep had never seen one ¿do this¿ where she tried to adjust it ¿here¿ and it was hitting the patient ¿way up here.¿ it was reportedly ¿totally hitting in different places.¿ the patient was told to turn stimulation off. The patient noted that ¿it was so bad they had to change it, it was about to electrocute me when I¿d lay down and stuff.¿ it was noted they had to change the setting on it because the patient couldn¿t move without fear of it shocking him. This reportedly happened from ¿day 1.¿ the patient¿s neurosurgeon reportedly told him that ¿because the scs had been in for such a long time, it was going to put him in a wheelchair for a long period of time and the patient would have to do all kinds of preparations before explant.¿ the explant surgery had not been scheduled at the time of this report. The neurosurgeon told the patient he had scar tissue, and it would be a ¿lengthy recovery¿ in the hospital followed by rehabilitation.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with their doctor.